Manufacturer narrative:
Summary of evaluation: the tibial inserts were visually inspected as received. The anterior locking tab of the insert exhibits some to insignificant distortion as a result of the intra operative assembly procedure. A dimensional inspection of the baseplate found that all dimensions relating relating to insert mating met design requirements. The insert was found to have or three dimensions of the anterior locking tab slighty out of tolerance due to intra-operative induced distortion, while all other related attributes met design conditions. Engineering evaluation has been initiated and is continuing in effort to determine the affects of tolerance extremes on insert potential laxity.

Event description:
The insert fit loosely in the baseplate. There was no adverse consequence for the pt or delay in surgical or anesthesia time.